Event description:
One pt sample with thyroid testing that does not fit the clinical picture. Initial free t4 result 3.75 ng/dl. Sample was repeated by another method, (method unk) which gave the same result for free t4. Actual free t4 value not provided. No adverse events reported in association with the elevated free t4 result. The investigational unit was unable to verify the customer's complaint, as the pt sample was not available for further investigation.